Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of angina, myocardial infarction and thrombosis are listed in the xience promus everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the patient had chest discomfort and a non st elevation myocardial infarction with stent thrombus almost five years after the 3.0x28 promus stent was implanted in the posterior lateral segment coronary artery. Percutaneous coronary intervention (pci) was performed in the target lesion and the condition resolved. No additional information was provided.